Event description:
It was reported to gore the following: a gore hybrid vascular graft was implanted (B)(6) 2011. A declott procedure was performed (B)(6) 2011. The physician believes subclavian stenosis caused poor outflow.

Manufacturer narrative:
Note: review of the manufacturing records verified that the lot met release requirements. The device remains implanted in the pt.